Event description:
It was reported that there was leakage from the gas outlet of the device during priming and de-airing. The device was changed, which added a few minutes of delay in starting ECMO support. No patient effect was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device has not been returned for evaluation. Maquet cardiopulmonary (B)(4) is aware of similar complaint. The devices displayed a similar malfunction which was tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process indicates that a 100% functional inspection for leakage is performed in the manufacturing area. A review of the production records for this particular lot shows that the device passed the 100% tightness test. Maquet cardiopulmonary ag has initiated an internal process (B)(4) to address the appropriate corrective and preventive action.